Event description:
An adc customer's wife reported that the customer received an precision xtra meter result of 15.2mmol/l while at home; however, the exact time that reading was obtained is not known as customer admitted the date and time setting in the meter is not correctly set. Customer's wife then stated that at 0500 on (B)(6) 2010, he self dosed with insulin (amount unknown) and experienced symptoms of "sweats and disorientation." Paramedics were called approximately 10-15 minutes later and an hcp meter reading of "lo" was reportedly obtained upon arrival and compared to an additional pxtra meter reading of 10.4mmol/l. Paramedics treated customer on scene with an intravenous glucose infusion and transported to a health care facility. The customer was reportedly diagnosed with hypoglycemia and further ate food to help stabilize his blood glucose. No additional medication or treatment intervention was reportedly given at the facility and no additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer returned meter serial number (B)(4). The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was found in the internal memory log of the meter.

Manufacturer narrative:
The customer confirmed that the diabetes educator at the hospital checked their adc meter with control solution, and it was operating within specifications. The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The nurse believes the cause of the peritonitis was from someone setting up the patient's dialysis bags in the nursing home. It was unreported if treatment was provided. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
Follow up #3 incorrectly listed (B)(6) 2011 as the correct date received by manufacturer. The correct date is (B)(6) 2010.

Manufacturer narrative:
The date received by manufacturer on follow-up #2 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The customer returned meter serial number (B)(4). The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was found in the internal memory log of the meter.